Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope failed to communicate with processing towers. There were no reports of patient harm.